Manufacturer narrative:
No unexpected alarms noted during testing. The insulin pump passed unexpected restart error test and self-test. Tried to download insulin pump to carelink to verify remote frequency communication. Unable to download insulin pump due to several alarms at the alarm history file. The insulin pump alarmed due to a corrupted history file. The insulin pump had a cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had issues uploading their insulin pump to carelink. In the alarm history external error, unexpected restart, and three displayable history check failed on startup alarms were found. The insulin pump was stored without a battery. Customer's blood glucose level was 8.8 mmol/l. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.